Event description:
Reportedly, an aortic valve was explanted after an implant duration of 1.80 months due to prosthetic valve endocarditis (pve). The customer reported that a magna ease 3300tfx21mm was implanted for aortic valve replacement (avr) to correct aortic stenosis (as) on (B)(6) 2012. The patient had ischemic heart disease (ihd) and atrial fibrillation (af). Coronary artery bypass graft (CABG) and pulmonary vein isolation (pvi) were also performed during the same surgery. On (B)(6) 2012, the valve was explanted and replaced with a magna ease 3300tfx19mm. Another CABG was also performed during the same surgery. At explant, the valve was found to be detached from the annulus by almost halfway around due to annular abscess. The patient was under treatment as of (B)(6) 2012. The customer commented that this explant was within expectation and not device related. The valve will not be returned for evaluation due to the infection.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review is currently in process. The customer has indicated that the device will not be returned for evaluation due to infection. However, the customer did not implicate the device as the source of the infection. The customer commented that this explant was within expectation and not device related. No other information has been provided by the health care provider. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source and type of infection was not disclosed.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.